Event description:
The pta5 was inflated (within the IFU range) within the target lesion. The pta5 ruptured. Whilst retracting the pta5 towards the sheath the balloon catheter shaft snapped and the end segment including the whole balloon section became detached. The sheath was replaced with an 8fr introducer and a snare was used to grasp the detached balloon and catheter section. The detached section was removed; it had large amounts of clot attached. An angioseal was used to close. An angio then performed showing loss of run off vessels due to clot from the incident. Suction catheter used - ultimately the perineal artery was lost and the posterior tibial was opened. Updated info received (B)(6) 2012 from sales rep: the sfa lesion was 'heavily calcified' the anatomy was not declared to be particularly challenging. It was not the balloon rupture that caused the complaint but it was the fracture of the catheter and detachment of the balloon section that prompted the complaint.

Manufacturer narrative:
(B)(4). Date of manufacture: unk as lot is unk. No product was sent to assist in this investigation. Balloon burst, compliance, and fatigue verification testing performed. The rated burst pressure (rbp), is documented in the IFU and label. The device is inspected to ensure balloon is undamaged. Vendor burst tests a minimum of 10 balloons per lot. Each device is leak tested and the balloon bonds are examined. Each device is shipped with instructions for use (IFU) that delineates the proper inflation and deflation procedures. These detection activities will likely result I a very high probability of detection to prevent rupture. The complaint device was not returned and inflation pressures were not provided. The event description states that the anatomy was "heavily calcified". This quite likely had a contributing role in device failure even if the anatomy was not "particularly challenging". In the absence of external restraints the balloon is designed to burst in a longitudinal direction. The balloon rupture ultimately resulted in difficulty removing the device. Difficult anatomy and lesions may require the use of a balloon with a higher rated burst pressure (greater than or equal to 15 atm). Root cause is inconclusive. We will continue to monitor for similar complaints.